Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-05538 for the spyscope ds ii and report number 3005099803-2025-05539 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed for the treatment of stones on (B)(6) 2025. The image of the spyscope ds ii was lost approximately five minutes into the procedure. The procedure was not completed due to this event and will be rescheduled on (B)(6) 2025. There were no reported patient complications as a result of this event. The device was not return.